Event description:
Healthcare professional reported left side ¿change in the shape and increase in breast volume. A violation of the integrity of the implant was found". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable observe rupture un the device.

Event description:
Explanting physician reported "change in the shape and increase in breast volume. A violation of the integrity of the implant was found ". The device has been explanted. This record relates to the left side..